Manufacturer narrative:
This device is not sold in the us but a similar device is. Full establishment name is olympus europa se & co. Kg technical service centre - microscopy. The device is returned and an evaluation completed for it. Date of return is not known at this time. Upon inspection of the device, it was observed that parts were fallen from the distal end. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is a loaner device that was inspected upon return. There is no harm reported to any patient. Upon inspection, it was observed that parts were fallen from the distal end. This medwatch is being submitted for the reportable issue of parts fallen from the distal end as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the objective lens glue deteriorated. Additionally, the angle wires were stretched and deterioration or breakage of the adhesive from chemical or physical stress; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens glue deteriorating could not be determined. However, it is likely caused by physical or chemical stress. The following is included in the instructions for use (IFU): ¿operation manual: important information ¿ please read before use: precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 3.1 compatibility summary: the methods listed as ¿compatible¿ in table 3.1 are compatible for routine use only when used according to the manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Olympus will continue to monitor field performance for this device.